Event description:
Needle pull off: customer reports needle detached from suture during an unspecified procedure. There are no reported adverse consequences to the pt related to this event. Note outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Ethicon elected to evaluate all returned lot numbers. One opened sample of lot kbe343 was examined. The suture was needed on one end and the suspect needle missing. Examination found that the cause of the needle/suture separation was "suture pull out". Examination of the attached swaged needle found that the needle was swaged away from the end of the drilled hole. Swaging too far back on a needle could cause the swaging die to swage over solid metal, therby absorbing the force of the swage. Without examining the failed needle, the cause of the reported failure cannot be conclusive. Samples of the returned unopened product were tested for needle pull off and the results obtained were above the usp and ethicon requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers. An investigation was conducted. A batch history record review was conducted and revealed that the batch met requirements. An associate awareness session was conducted as corrective action.